Event description:
It was reported that a patient underwent a laparoscopy on (B)(6) 2022 and suture was used. During the procedure, the needle pulled off from the thread. The same issue happened 2 times with devices from the same lot. There was risk to lose the needle in the patient abdomen; the team found the needles easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was used to complete the procedure? Used of another thread. What was used to found the needle? Thanks to the camera, the surgeon was in we were in laparoscopy. Did the patient suffer from any consequence due to the issue (pull off suture needle)? No patient consequences. Was the needle piece removed from the patient during the same procedure? Yes were x-rays taken to locate the needle? No what is the condition of the patient? See note a-6857008. Did any tissue was affected due to search the needle? If yes please provide more details. No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01258.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/11/2022. H6 component code: g07002 no device problem found. H3 investigational summary: four packets of product code c2023 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.